Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specification, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, it is determined the 6.5mm ha polyaxial pedicle screw 50mm design conforms too all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction. The date of manufacture cannot be determined without lot number. Additional information from the injury report: based on record review of all available information, it is determined the transition 2 level implant, lordosed, 24mm design confirms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction. Device two: transition 2 level implant, lordos. Transition 2 level implant 24mm. Model #: 152.014s.

Event description:
It was reported by a sales representative that revision surgery was needed due to a screw breakage. Upon exposure, it was discovered that the right side construct failed as a result of the screw breakage at the l5 level. It was also noticed that on the left side construct, the cord had ripped inside of the bumper. It is reported there was no complications during removal surgery.